Manufacturer narrative:
Facility name - the zhongda hospital affiliated to dongnan university. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The video shows that the return line is connected to a tap. No leak was identified on the return line. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak of blood was detected with a prismaflex m150 set during use. The blood leakage was noted at the venous line of the set. There was no patient injury or medical intervention associated with this event. No additional information is available.